Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the clinic, the patient could not use the device because of her suffering from neurofibromatosis. The device was explanted (date unknown). It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is submitted on 16 july 2020.